Manufacturer narrative:
Catheter was returned to MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of catheter revealed small slit approximately 1 3/8" from formed end. Discoloration, compression marks, luminal narrowing and irregularly cut material was noted approximately 8 1/2" from formed end of catheter. Damage seen is consistent with "pinch-off sing." Brown colored material consistent with blood was noted in catheter flow path. Resistance was felt and catheter was not patent on first two attempts to flush catheter with 5cc of water. Third attempt restored patency to catheter and cloudy fluid material with particles consistent with coagulated blood was collected. Damaged area (slit) of catheter was clamped off. No leaks were revealed when catheter was pressurized with air and fluid. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of the MFR.'s analysis of device, report that "device catheter fractured" had been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damage found during MFR.'s analysis of device. No further details are available. Customer will be notified of MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 3/31/1998.

Event description:
On 10/20/97, the facility's nurse faxed the MFR's rep a medwatch report which states the following: the pt was receiving chemotherapy via the venous access device and was experiencing problems with administration. A chest x-ray in the physician's office revealed that the device catheter had fractured and the tip of the device catheter was in the right heart. On 7/11/97, the tip of the device catheter was extracted from the pt's right heart using the right seldinger technique. On 7/22/97, the device and remaining catheter was removed. No further details were provided at this time.